Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents. The root cause of the reported failure to advance and patient device interaction (loss of wire access) could not be determined. The subsequent treatment is due to the circumstances of the procedure. It is possible, the difficulty to advance knot would likely be due to the tightening the knot prematurely. The loss of wire access is like due to the training in not maintaining wire position when removing the device. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 7f sheath hole prior to an atrial fibrillation (af) ablation procedure. Reportedly, wire access was lost when removing the first prostyle device in preparation for the second prostyle device. The knot pusher was advanced on the blue rail suture; however, the knot pusher was unable to be advanced through the tract in order to close. The suture was cut and manual compression was applied to achieve hemostasis. Another access site was made to complete the ablation procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.